Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 418 mg/dl. Customer is going to treat high blood glucose with the pump using a bolus. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer completed the rewind. Customer reviewed alarm history and received 1 motor error and 7 no delivery alarms. The customer was advised at this time displacement test and manual prime were successful and motor alarm did not occur. The customer was advised to monitor pump.